Manufacturer narrative:
In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. A site visit was scheduled to apply a modification to the device. This modification is a varian approved modification, which replaces the originally designed velcro fasteners with retaining screws. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. In a previous report of this malfunction, a patient was referred for CT examination (which was negative.) No additional follow-up to this MDR is expected.

Event description:
It was reported that during a scheduled oncology treatment, the cover of the obi detector fell off the machine during gantry rotation. There was no injury to patient or user because of this event, and no patient data was provided.